Manufacturer narrative:
The lead was returned for analysis and a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections the lead body noted damage consistent with damage caused during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead had previously dislodged and subsequently was explanted and replaced during a generator changeout procedure. Evidence indicates that the outputs on the lv lead had been increased due to the dislodgement. No adverse patient effects were reported.